Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the patient was admitted to the hospital for shortness of breath and expired approximately three weeks later. It was reported the cause of death was unknown. No further information is available at this time.